Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected no delivery alarm was noted. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was 512 mg/dl. They took correction from pen. The customer's mother took the patient to the hospital. The customer is still in the hospital. The customer reported via phone call indicating that the insulin pump alarm button error during manual prime. Customer's blood glucose was 250 mg/dl. The customer change entire set and no delivery alarm occured on priming. The customer found 2 button errors in alarm history. The customer was advised that the device would be replaced and revert to a backup plan.